Event description:
Patient scheduled for insertion of gastrostomy tube laparoscopically. Surgeon selected a vesco 20fr dual enfit port gastrostomy tube for this procedure. Tested on the sterile field. Inserted into the patient and when surgeon checked device for seating after filling the balloon the device came through surgical opening deflated. Attempted to test balloon and it had several leaks from the balloon.